Manufacturer narrative:
There is no documentation that shows a causal relationship between the event of peritonitis, plural effusion and the liberty cycler, catheter extension or cycler set, and no reports of machine malfunction against any fresenius products and the adverse events. The majority of the hospital course is unknown. The peritonitis was treated successfully with the antibiotic gentamycin and the patient was transitioned to hd therapy with the possibility of returning to pd therapy in the future. Causality cannot be determined based on medical records statement from the nephrologist progress note ¿it is a possibility that the pd is contributing to the effusion.¿ hydrothorax can occur with general fluid overload or local lung disease, but is occasionally caused by a leakage of dialysate through the diaphragm. A leak is most simply indicated by aspirating a sample of the effusion and demonstrating that its glucose concentration is higher than the patient¿s blood glucose concentration. It is unknown if the plural fluid was ever testing in this manner. It appears the patient also had chest pain at some point. A chest x-ray was completed on (B)(6) 2017 for this indication. The treatment course was not provided to the medical records received. It is unknown and no indication that the patient¿s episode of chest pain was related to the plural effusion. The patient has an extension cardiac history that may have been contributory to the chest pain. The device was not returned to the manufacturer for physical evaluation and the lot number was unknown. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. The batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in the complaint file and medical records were reviewed. It was reported by the peritoneal dialysis (pd) registered nurse (pdrn) that this end stage renal disease (esrd) patient who had been on continuous cyclic peritoneal dialysis (ccpd) therapy for renal replacement therapy (rrt) was hospitalized on (B)(6) 2017. Accordingly ¿the patient presented to the hospital with abdominal pain and shortness of breath. The patient was started on 2 doses of vancomycin and was switched to hemodialysis in order to give time for the pleural space to heal.¿ per pdrn, the peritoneal fluid leaked into the pleural space which resulted in pleural effusion. The patient had a small surgery to correct the pleural opening¿ as of (B)(6) 2017 the nurse confirmed the patients¿ recovery. Upon review of the provided medical records information from the nephrology progress note dated (B)(6) 2017 indicated pd related peritonitis - culture growing strep cristatus. The patient received 2 intraperitoneal dose of vancomycin for this - last dose on friday (date unknown). Belly pain is gone. No need to remove the catheter. No need for further antibiotics. For the patient¿s esrd, the plan was to transition rrt to hemodialysis (hd) at least for a month or two. It is possible the pd was contributing to this effusion as it recurred so quickly following thoracentesis. The patient had a tunneled dialysis catheter (tdc) placed unfortunately this needed to be placed in groin as right internal jugular was thrombosed. For the pleural effusion, there was a fairly large right effusion, recurred quickly following 1200ml thoracentesis last week. Cardiothoracic (CT) surgery plan was to hold pd for at least a month the patient was scheduled for pleurodesis.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) stated the patient presented to the hospital on (B)(6) 2017 with abdominal pain and shortness of breath. The patient was diagnosed with strep cristatus peritonitis. Per rn, the peritoneal fluid was also found to have leaked into the pleural space which resulted in pleural effusion. The patient was started on 2 doses of vancomycin and was switched to hemodialysis in order to give time for the plueral space to heal. The patient had a small surgery to correct the pleural opening. The patient was discharged in stable condition and recovered from the events. The pdrn reported the patient reported blood in the drained fluid and stated the bloody effluent was not very significant and was due to irritation in her peritoneal lining with small specks of blood. As of (B)(6) 2017 the patient did not have blood in the effluent and was doing better. The pdrn confirmed the recovery of the outcome of pleural effusion and peritonitis.